Event description:
Complaint description: a hosp nurse reported that the ceramic tip of the resection sheath shattered into approximately five pieces in the pt's bladder during a trans urethral resection ("t.u.r."). All pieces were successfully retrieved with an olympus grasper. The pt did not sustain injuries and the procedure was completed with a second device.